Event description:
It was reported that the pump display was frozen. There was no reported impact to the customer's blood glucose level. The caller followed the guidance provided by technical support to reset the pump, and the issue was resolved.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.